Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and unable to prime during the prime test due to faulty force sensor resistor. The insulin pump was received with broken reservoir tube lip, cracked reservoir tube window, cracked belt clip slot at the battery tube threads area, cracked battery tube threads, cracked case at the display window corner, cracked lcd window and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had issues with insulin pump and experienced low blood glucose. The customer was replacing infusion set and insulin leaked out at the tubing. Then the pump alarmed compromised force sensor system during prime. The customer's blood glucose was 25mg/dl. Customer stated the insulin is squirting out during manual prime. The customer has syringes as a backup plan. The customer's current blood glucose was 236mg/dl. The customer was advised the pump will be replaced.